Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.